Event description:
It was reported that he physician tried to deploy the gel plug after the biopsy the gel plug would not deploy. No patient injury reported.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event to meet FDA criteria for reporting. This report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included in this report. The manufacturer has completed a DHR review and investigation of the returned complaint samples associated with the device in question related to complaint events of unable to deploy the plug. The customer's reported complaint of the delivery system stylet that was unable to be advanced through the adaptor and deploy the plug was not confirmed. Additional complaints have been received for other lot numbers, which have been redirected for confirmed complaints. A supplier corrective action report was issued on 13-apr-2023 to address the molding problem at the proximal end of the adapter lumen (molding flash occludes the lumen opening).